Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give numeric value for readings less than 20 mg/dl. A "lo" display message indicates a reading less than 20 mg/dl.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre built in meter. Customer reported receiving readings of 86 mg/dl, 134 mg/dl, 65 mg/dl, 214 mg/dl, 49 mg/dl, 152 mg/dl, "lo" (lower than 20 mg/dl), 216 mg/dl, 60 mg/dl and 139 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. Dhrs (device history review) for the fs libre reader & precision test strips were reviewed and the dhrs showed the fs libre reader & precision test strips passed all tests prior to release. Retain testing was performed for the precision strips and all units performed in the specification and passed. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre built in meter. Customer reported receiving readings of 86 mg/dl, 134 mg/dl, 65 mg/dl, 214 mg/dl, 49 mg/dl, 152 mg/dl, "lo" (lower than 20 mg/dl), 216 mg/dl, 60 mg/dl and 139 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.